Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/25/2013 with the following findings: the pump was booted to the verify that the display screen was dim with a pink contrast. The dim display was removed and replaced with a new test screen, and contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, it was reported to animas that allegedly the display screen has been getting gradually dimmer. The patient also reports that occasionally the screen cannot be read at all outside. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.